Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, while doing the anastomosis, the surgeon had a difficulty in removing the stapler from cavity because the device was stuck in small bowel. The anvil disengaged inside the patient's cavity and the surgeon removed it and oversew the small bowel. The patient is currently fine.